Event description:
It was reported that during a coronary angioplasty procedure, a balloon burst occurred. A 3.5 x 15 mm quantum maverick balloon catheter had been advanced to treat a target lesion in an unspecified vein graft. The balloon was inflated to "8 or 9 atmospheres" and a balloon burst occurred. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
Device analysis: as no device was received for analysis, it is not possible to perform any inspections on the device. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the reported complaint was not able to be determined.